Event description:
It was reported that the left ventricular lead was dislodged. The lead was explanted. The patients condition was well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.